Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was overheating. It is known that the device was not used in surgery. It is known that injury and medical intervention did not occur. No add'l info was provided.